Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor. System operates as intended.

Event description:
Customer reported the left monitor went blank during a procedure. No pt injury was reported.